Manufacturer narrative:
Device evaluated by MFR.: the athletis device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was noted located approximately 35mm proximal of the distal tip. As per specification, the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip and no kinks or damage to the shaft. Both marker bands were undamaged and present on the shaft of the device.

Event description:
Reportable based on device analysis completed on 16-apr-20234 it was reported that inflation failure occurred. A 9.0mm x 40mm x 75cm athletics pta balloon dilatation catheter was advance for in dilation. During the procedure, the balloon lost pressure before reaching rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a balloon pinhole.